Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking powerglide pro catheter is confirmed and was determined to be use related. One catheter from a 20 ga x 10 cm powerglide pro was returned for evaluation. An initial visual observation of the returned catheter showed blood use residues throughout the device. A split was observed just distal of the hub of the catheter. A microscopic observation revealed a diagonal split just distal to the molded hub of the catheter. The split was observed to have sharp fracture edges. The fracture surface appeared shiny and reflective with some sections appearing smooth while other sections of the fracture surface appeared more granular. The characteristics of the split appeared to have qualities of damage caused by contact with an instrument such as a scalpel or other sharp objects. This damage may occur during dressing changes or manipulation of the product. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, IV placed on (B)(6) 2025 @ 1632. No issues with placement. No IV contrast or power injections during the 7 days the IV was in place. Discovered (B)(6) 2025 (routine dressing change) @ 11:00. Noted it was leaking at insertion site and removed. Additional information (B)(6) 2025: removed and new access was placed - no delay, just leaking at the site.